Manufacturer narrative:
Unable to charge and no led failed to display due to corroded electronic assembly, positive battery contact and negative battery spring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 486 mg/dl. Troubleshooting was not done for high blood glucose. The product will be returned for analysis.